Event description:
Per circulating rn report: "suture ease was used by dr to close laparoscopic site. Device was successfully used with no change from normal noted by md. Later, as surgeon was suturing incision, surgeon noted a piece of white plastic emerging from the wound. Surgeon explored the wound and found 2 pieces of white plastic 1cm wide and 2 cm long stuck in the pts wound. The fascial closure device was then inspected and it was observed to have plastic torn off at 2 areas. The 2 pieces were compared to the broken device and those were compared to an unused device. Surgeon stated that all pieces appeared to be present. Wound was closed."